Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor stated that the display screen was very difficult to read and had a pixel color change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on to a dim, discolored display screen. When the display was replaced with a test display, the screen functioned normally with no contrast issues. Unrelated to the complaint, investigation found that the vibration alerts were not working. The pump was opened and the vibration motor pins were found to be misaligned. The pins were bent back into position and the vibration features functioned appropriately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).